Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2020 regarding a patient receiving dilaudid and bupivacaine (doses and concentrations unknown) via an implanted infusion pump. It was reported that the patient had a possible infection. There was pain and discomfort at the pump pocket and the doctor took out 60 cc of blood and matter around the implant in (B)(6) 2019. It was later noted that the pump pocket site was full of bloody fluid at a refill "about a week or two ago" (relative to (B)(6) 2020). It was further confirmed that the pump pocket was infected. The patient had to return to the doctor's office many times because the healthcare provider (hcp) did not change the drug at the time of the patient's pump replacement. The patient felt as though this pump was bigger. No further complications were reported or anticipated.